Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) medical center (added due to character limitation in respective field).

Event description:
It was reported, the telescope had parts that had detached. However, the doctor was able to reattach them and the device was able to be used successfully again. There were no reports of patient harm.

Manufacturer narrative:
Updated: b3, d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported parts detached from the telescope issue could not be determined, however, the issue was likely due excessive stress due to an impact force such as a shock or fall as a result of user handling/mishandling, and resulting in damaged cover glass, broken optical fibers and a twisted off eyepiece funnel. Olympus will continue to monitor field performance for this device.